Event description:
It was reported that the right ventricular (rv) lead fractured and triggered a sensing integrity counter alarm and an impedance warning alarm. The rv lead was explanted and replaced. It was further reported that the right atrial lead was explanted due to the rv lead, returned to the manufacturer and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead in segments was returned, analyzed and the proximal conductor was fractured. It was noted that the distal conductor was stretched. There was blood/body fluid on several conductors (not obstructed) and the defibrillator conductor fractured due to overstress. There was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted and it had cosmetic environmental stress cracking. The outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and the lead was stretched. (B)(4) -the full lead was returned in segments and analysis found that the outer insulation had a breached depression. All conductors were stretched. The distal and proximal conductors had blood/body fluid (not obstructed). The outer insulation was kinked/buckled, had cosmetic environmental stress cracking, had a white substance on it and had a cosmetic depression. All insulations were torn. There was blood in/on the helix/lobe mechanism and the lead was stretched.